Event description:
It was reported that the tips of two pyrenees tapered drivers showed signs of wear and tear outside the operating room. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This report captures the first of two screwdrivers.

Event description:
It was reported that the tips of two pyrenees tapered drivers showed signs of wear and tear outside the or. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This report captures the first of two pyrenees screwdrivers.

Manufacturer narrative:
The instrument was returned, visually and microscopically inspected. Upon review of the part, it was observed that the male hexalobe feature at the distal tip was slightly deformed. Complaint history was reviewed for the corresponding lot number, and one similar complaint was identified. The most likely cause of the reported event was determined to be excessive torsional load or heavy use of the instrument, as communicated by the field representative.